Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes for the board failure such as electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause for the board failure is expected or random component failure without any design or manufacturing issue. A root cause for the deformation of the connector could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit was discovered to have a failure in the control board which caused the equipment to not work properly. Additionally, due to deformation of a connector unit, gas leakage from the primary piping was discovered. There was no patient involvement.